Event description:
There was a pd catheter problem noted for the patient. The patient had a revision on his catheter on (B)(6) 2022. No additional information was provided. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).